Event description:
N/a

Manufacturer narrative:
Updated fields: g3, g6, h6, h11 the surgical patty (ID 801400) was not returned for evaluation, but a photo was provided showing the green string detached. Therefore, the complaint is confirmed. Root cause - potential root causes include insufficient string strength, material thickness variation, environmental conditions, improper welding parameters, or user misuse. There is currently an open corrective and preventative action (CAPA) for the patties/strips product family related to string issues.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a surgical patty (ID (B)(4) ) detached from the string while in patient. The patties were moistened 30 minutes prior to use, irrigated during use and the product was not altered or cut from the original size prior to use. There was a 30-minute surgical delay due to search for missing patty and needing to obtain x-ray to rule out being in patient. Surgeries being performed were c3-c7 decompressive laminectomies and c2-t1 posterior cervical fusion with depuy symphony.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h4, h10. The surgical patty (ID 801400) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.